Event description:
Patient reported patient obtained a reading inconsistent with the way patient was feeling. Patient stated patient tested their bs several times in the morning and got a reading of 1 even though patient felt "normal". Patient did not know how long supplies have been opened or if they were expired (as meter could give false readings if strips have been open longer than 4 months or solution open longer than 3 months). Lfs rep reviewed qc procedures and sent patient new control sol. And test strips. There was no allegation of harm.